Event description:
It was reported that during a scheduled filter retrieval, the filter slipped out of the retrieval device and migrated to the heart. Surgical intervention was performed to remove the filter from the heart. The pt was reported to be asymptomatic after the surgery.

Manufacturer narrative:
Received a medwatch report (B)(4). The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.